Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room for a procedure unrelated to their pacemaker. When the patient was turned their heart rate increased to 120 bpm. The physician believed this to be due to the device's rate response and placed a magnet over the device and their rate decreased to 100 bpm. However, the patient was noted to have a stenotic valve and the physician did not believe the pacing rate to be appropriate. Upon removing the magnet, the device exhibited intermittent loss of capture. The pacemaker was also reported to be loose in the device pocket and the loss of capture was intermittently reproducible with pocket manipulation. Boston scientific technical services (ts) stated the magnet rate of the device was normal for the age of the device and recommended the physician have the device interrogated. Additional information was received from the field representative indicating the minute ventilation (mv) sensor was interacting with the monitoring equipment causing the device to pace at its maximum tracking rate (mtr) of 120 bpm. The mv sensor was programmed ot passive and the issue resolved. It was also noted that the auto capture was programmed on and cautery was in use during the procedure. Auto capture was turned off and the device set to a fixed right ventricular (rv) output to prevent the observed loss of capture. There was no asystole greater than two seconds reported. The device's rate response will be programmed back on at the patient's next clinic visit. No adverse patient effects were reported. This product remains in service.